Event description:
Patient presented back to the physician with continued pain at the chest incision site. Physician brought the patient into the or, repositioned the ipg, and closed.

Event description:
Patient presented to the physician with a keloid at the chest incision site and pain from doing daily tasks. Physician administered steroid injections into the chest incision site.